Event description:
It was reported that preloaded toric intraocular lens was explanted during secondary surgery as the patient complained of blurry vision after cataract surgery. Additional information stated that the lens was replaced with a non jnj lens. The patient's visual acuity was improved after the exchange surgery. No other information is available.

Manufacturer narrative:
. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.